Event description:
It was reported that after a filter placement in 1999 at a different facility, the patient had come in complaining of abdominal pain. A CT scan showed the filter legs had perforated the ivc wall. No additional procedures or complications were reported.